Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon followed surgical technique for broaching femoral canal for a size 15 stem. The size 15 stem did not get any purchase, so a size 15 advocate stem was opened and cemented.